Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports dehiscence, fenestration and poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 4 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports dehiscence, fenestration and poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).